Event description:
The lifescan sales rep from another country contacted lifescan customer service on september 1, 2006 alleging that one of the facilities complained that they attempted using 4 different vials of surestep test strips and all the test strips turned grey in color when inserting the test strip into the meter. The meter also displayed a message of "use code 11 strip, remove strip" message. The test strips were used on an ICU patient on three days earlier at 10:30 am. A medical affairs specialist (mas) sent follow up question on original date & customer service representative and obtained the following clinical information: the patient was admitted to the hospital with chf two weeks prior to original date. Patient was on a sliding scale pre-printed order to test every 6 hours. The patient had an arrest on the floor; during the resuscitation, he was intubated and was sent to the ICU. The patient was non-responsive post-stroke. There were no signs of hypoglycemia or diaphoresis on eleven days later. His hematocrit was 28% at 5:35 am on the same day. His blood glucose that morning was 5.4 mmol/l at 6:00 am. The nurse indicated that she attempted to use four different vials of test strips at 10:30 am. There were two tests performed with the first vial of test strips and meter. Test 1 was using an arterial sample and the nurse received the message "insert code 11 strip. Please remove strip". The nurse mentioned that the confirmation dot was a grey color. Test 2 was using a different meter and using a new arterial sample and the nurse received the same message "insert code 11 strip. Please remove strip". The confirmation dot was again a grey color. The patient was tested the 3rd time using a new vial of test strips and meter and obtained the same message as stated above. Quality control test passed on the meters. Since the nurse was unable to obtain a blood glucose reading, the patient's first blood sample was sent to the lab at 11:50 am. The result was 0.3mmol/l (converts to 5mg/dl) at 11:55 am and the staff requested another blood sample. The second blood sample was drawn at 12:30pm and the lab called at 12:33pm with the critical value of 0.4mmol/l (converts to 7 mg/dl). Prior to the 0.3mmol/ reading, the patient was intubated and was treated with d5w, IV 75cc hr and feeding tube was turned off for tracheotomy later in the day. After the 0.3mmol/l reading, the nurse contacted an md for an order of amp d50 (glucose). The patient's heart rate dropped from 110 to 34. Code blue was called and atropine 1 mg was given in addition to the amp d50 with return of heart rate and blood pressure. The patient had bradycardia and an additional atropine 1 mg was given. The patient is currently unconscious, and there is no information on what his blood glucose readings were after the incident. Clinical educator was not informed of the potential problem of a strip turning gray. She felt that the meter should have recognized that the strip was saturated and given a glucose reading. The test strips were stored properly and are used very rapidly. There was desiccant in each vial of test strips. Nurses were able to obtain blood glucose readings on other patients using the subject test strips vials. No further clinical information was provided. The complaint is being reported, since the hospital staff was unable to obtain a reading on the device due to the remove test strip message and the test strips turning grey. There was a delay in treatment and the patient was treated based on the lab reading.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.